Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient reported to the emergency room for symptoms related to failure to capture. It was also reported that testing revealed high impedance and intermittent capture of the right ventricular (rv) lead. A fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.